Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the microcatheter was used to treat cerebral arteriovenous fistula. After priming, when the microcatheter was being delivered in the artery with a guidewire inserted, the guidewire encountered resistance in the microcatheter. The guidewire was withdrawn along with the microcatheter and removed from the patient. After the guidewire was removed from the microcatheter, when the guidewire lumen of the microcatheter was flushed, a soft, grey dust-like substance, which is in a plastic back to be sent together, came out. With the guidewire reinserted, the microcatheter was advanced into the artery, but the guidewire encountered resistance again. The microcatheter was therefore replaced with another microcatheter, which was used with the same guidewire without problems. Subsequently, the procedure was successfully completed. There was no health damage to the patient.